Event description:
The customer passed away. The causes of death determined to be multiple organ failure which they attributed to infection at the site. The customer's spouse stated that the customer was wearing the pump up until several hours prior to the death.